Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1210901) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Access was obtained via a 6f sheath (model unknown). Following the procedure the fellow who is in training, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon ruptured. The device was removed and the patient was converted to approximately 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged home the same day with no reported clinical sequela. The aci clinical specialist reported that no other information is available and that the device was deployed by one of the fellows that is in training but she is unsure which fellow deployed the device.